Event description:
It was reported that a year following the implant procedure, the patient exhibited a severe allergic reaction. This allergic reaction did not respond to medication. Boston scientific technical services was contacted and provided the materials list for the implanted device and right ventricular (rv) lead. At this time, the device and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that a year following the implant procedure, the patient exhibited a severe allergic reaction. This allergic reaction did not respond to medication. Boston scientific technical services was contacted and provided the materials list for the implanted device and right ventricular (rv) lead. Further allergic exams are anticipated to evaluate the patient and the patient was prescribed additional medication. At this time, the device and rv lead remain implanted and in-service. No additional adverse patient effects were reported.